Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported the surgeon did not want to use the elbow plates because the surgeon did not want to tap the distal humerus plate for the distal locking screws. As a result, the surgeon used 2 posterior lateral plates. This prolonged the surgery by 30 minutes. There were no adverse patient consequences reported.